Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level for past events was not impacted; current bg level was 105mg/dl. Reportedly, the current supplies were in use for more than 3 days. The past occlusions were resolved by resuming insulin deliveries. The customer declined troubleshooting and resumed insulin deliveries with the current supplies.